Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system sample was not returned for evaluation; however, provided photos showed the stent graft still loaded within the delivery system and a fracture of the outer sheath. These findings resulted in confirmed outcomes for outer sheath fracture and positioning failure. No indications of manufacturing deficiencies were identified. It was reported that the vessel was not curved but was calcified, predilation was performed, device compatible accessories were used, and the device was flushed before use. Based on the available information and evaluation of the provided photos, the investigation is closed with confirmed results for outer sheath fracture and positioning failure. A definitive root cause for the reported event could not be determined. Labeling review: a review of the relevant labeling confirmed that the instructions for use (IFU) adequately address the potential risks. The IFU states: ¿if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit.¿ regarding device preparation, the IFU states: ¿prior to loading the delivery system over a guidewire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment.¿ for required materials, the IFU specifies the need for an ¿appropriate introducer sheath¿ and a ¿0.035 inch (0.89 mm) diameter super stiff guidewire.¿ packaging symbols indicate an 8f introducer and a 0.035" guidewire. The IFU also notes: ¿pre dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician.¿ section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent stent placement procedure by using fluency plus for lower extremity arteriosclerosis obstructive disease via the left femoral artery transinguinal approach. It was reported that when the stent was advanced into the body and prepared for deployment, it was found that the stent allegedly could not be withdrawn for release. The procedure was completed using another device. There was no reported patient injury.